Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr found a leak in patient circuit at the humidifier and there was a crimp in the tube from the humidifier out on the ventilator to the humidifier. The fsr ran the unit at different bias flows, high and low frequency, and high and low power settings. The unit was stable at all settings. The unit meets manufacturer specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the unit lost pressure, while the device was on a patient. There was no patient harm. The patient was placed on another ventilator.